Manufacturer narrative:
The ge service rep conducted an onsite investigation. The reported problem could not be duplicated. The batteries and the transformers were checked. The system was tested and operates as intended.

Event description:
The customer reported that the system would not display an image intermittently. No pt injury was reported.